Manufacturer narrative:
Concomitant medical products: 5068-58 lead, implanted: on (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness from loss of capture exhibited by the right ventricular (rv) lead and right atrial (ra) lead. The rv lead exhibited high thresholds, oversensing and noise. The ra lead exhibited high thresholds. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.